Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Following information was requested but unavailable: how was the nseal device used in the procedure? What structure was the enseal device used? Did the surgeon use the enseal device in an attempt to seal tissue together without additional means of proximation? What is the surgeon¿s level of experience with enseal device platform?

Event description:
It was reported that during an endoscopic pharyngeal pouch repair procedure; there was a perforation of the esophagus. Water soluble contrast swallow showed large leak. The patient returned to the theatre and neck explored. There was a large (1-2 cm) defect found where enseal device had been deployed and did not seal tissues together at all.

Manufacturer narrative:
(B)(4). Additional information received: how was the enseal device used in the procedure? According to steps for use. What structure was the enseal device used? Used to divide the bar between pouch and esophagus. Did the surgeon use the enseal device in an attempt to seal tissue together without additional means of proximation? Yes. What is the surgeon¿s level of experience with enseal device platform? 1 prior procedure. What are the details of the suture defect? To clarify ¿ the defect was sutured as a solution to the 2cm hole that opened up across the seal post operatively.